Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient with diabetes had line-blocked alarms that persisted despite changing all supplies in an attempt to resolve the issue. Basic line-blocked troubleshooting was reviewed, including the possibility of a bent cannula despite recent insertion. Upon removal, the cannula was found to be bent and was advised to save it for return. The patient inserted a new infusion site, successfully resumed insulin delivery using the current cassette, entered her blood glucose, and allowed the pump to calculate and deliver a correction bolus, which was delivered successfully. There were a patient involvement and no patient injury.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a bent cannula. The lot history review was performed, and it was confirmed that there were no previous conformities noted. An occlusion test was conducted on the returned sample as per the manufacturing procedure using a hydrostatic pressure pump. Free flow was observed from the infusion site. The allegation made by the complainant was unable to be confirmed and the probable root cause was unable to be identified.